Event description:
Same case as MDR ID: 2134265-2014-02366. (B)(4) clinical study. It was reported that cardiac arrest, ventricular fibrillation, seizures and death occurred. In (B)(6) 2011, the patient presented with substernal chest pain associated with shortness of breath. The patient was diagnosed with stable angina. Coronary angiography and index procedure was performed on the following day. The target lesion was a de novo lesion located in mid left anterior descending (lad) artery with 70% stenosis and was 14 mm long with a reference vessel diameter of 3.74 mm. The lesion was treated with direct stent placement of two overlapping 3.50 x 12 mm taxus liberté stents. Following post dilatation, residual stenosis was 9%. One day post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2014, the patient presented emergently in the hospital due to cardiac arrest. At the time of event, the patient was on aspirin and clopidogrel. Also, the study drug per protocol was never taken during the study. Cardiopulmonary resuscitation (CPR) was started en route to hospital and was cardioverted seven times for ventricular fibrillation. Advanced cardiovascular life support (acls) measures were initiated. Patient was intubated and placed on assisted mechanical ventilation (amv). The patient remained comatose and developed seizures. Two days from admission, patient's family opted to withdraw life saving measures. The patient was then noted to have no apical heart rate and spontaneous respirations, or blood pressure and pupils were dilated and fixed bilaterally. Patient was pronounced dead at 17:28 hours on the same day. The primary cause of death was cardiac arrest.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).